Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working. A surgical procedure was scheduled and performed. After removal of the device, it was found that a fluid leak was caused by a hole in the cuff. All components were removed and replaced with a new aus device. There were no patient complications reported.